Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate) was confirmed. Upon evaluation, the front response button covers was missing and there was contamination under front response button metallic center dome, causing intermittent faults. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's response buttons would not activate the monitor.